Event description:
It was reported that medication leaked from the bd¿ an122 IV pump set. The following information was provided by the initial reporter: "drug leakage"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 16-dec-2022. H6: investigation summary: a device history review was conducted for lot number 2206032. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a physical sample was returned to our facility to aid in our investigation. Visual analysis and functional testing were performed on the device, the results of these show that the tested units performed within product specifications and was free of any observable abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that medication leaked from the bd¿ an122 IV pump set. The following information was provided by the initial reporter: "drug leakage"

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is greater asia. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.